Manufacturer narrative:
Fse made multiple site visits in an attempt to resolve the reported issue. On the initial visit, the main circuit board, substrate syringe and valve were replaced due to suspected substrate contamination. The device was recalibrated and controls ran successfully. Upon return of the device to the customer; however, other errors developed after running some patient samples. On (B)(6) 2017, the fse returned to the site to replace the pmd-1 driver board and cleaned & lubricated the incubator assembly. The customer was able to perform two cup transfer tests and run quality controls (qc) and all were within range. The aia-2000 was functioning as intended. No further action required by field service. The probable cause of the event was fault/failure of the driver board. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2017, the customer reported that controls were high with troponin lot 55 on the aia-2000la. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.